Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash where te pads touch skin. The patient reported a history of sensitive skin. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone cream for the rash. Follow up indicated that the rash improved.